Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Patient enrolled in the (B) (4) trial. After atherectomy with the silverhawk was performed, there was an area of small adventitial extravasation. Low pressure angioplasty with a 7mm balloon catheter was performed for about 5 minutes. Post angioplasty, there was no adventitial extravasation. The patient was stable with no complications.